Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture and loss of sensing, a lead perforation was confirmed. It was also noted that the patient developed muscle stimulation. This lead was successfully repositioned. No additional adverse patient effects were reported.